Event description:
It was reported that when the patient was seen at a wound clinic in (B)(6) 2023 for an unrelated debridement of the lead insertion site [related manufacturer report number: 1627487-2023-04392, 1627487-2023-04393], the physician unknowingly pulled out and broke off the lead tails disconnecting the paddle head from the ipg also removing an anchor. The next course of action has not been determined.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.